Event description:
The customer reported lower than expected cortisol result, below the normal reference interval, for one patient, involving unicel dxi 800 access immunoassay system. The customer stated rf level sense failures and reagent pipettor detected sample vessel fluid at unexpected height errors. Level sense errors occurred on automation and loaded samples. The customer noted the reagent pipettor errors occurred on all pipettors. The erroneous result was not released out of the laboratory as it was questioned by the laboratory technician. Subsequent testing of the patient sample on an alternate unicel dxi 800 system recovered a higher result within the normal reference interval. During troubleshooting, the customer noted there were large air bubbles in the fluidics tubing to the sample pipettor, and the line appeared crimped. The customer also stated there had been approximately fifteen erroneous results associated with this event. It is unknown if these erroneous results were released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered the sample probe tubing had a hole at the highest point. This was caused by the tubing being too high and rubbing against the back cover of the unit. The fse replaced the sample probe and performed the required alignments. The unit conformed to the manufacturer's performance specifications. The patient sample was collected in becton dickinson (bd) serum separator tube. The customer was not certain how long the sample was allowed to clot. The sample was analyzed via the automation line. The sample was originally collected at 3:34 am and received on the automation line at 5:08 am on (B)(4) 2012. The sample was centrifuged at 3,000 rpm (revolutions per minute) for five minutes in a swinging bucket centrifuge, at room temperature. Beckman coulter customer technical support (cts) advised the customer to retest any patient samples analyzed on this unit since the last successful quality control (qc) analysis.